Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc), therefore omsc could not investigate the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, based on the information that the device was manufactured over 5 years ago, omsc assumed that the reported event was caused by worn pins on the device's video connector socket. Worn pins on the video connector socket can cause electrical contacts to become unstable and the image to flash. Also, based on the information that the event occurred when the scope was shaken, there is possibility that the cause was not this device but the endoscope. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The service department of olympus trading (B)(4) guessed that the video connector of the device was causing the reported event. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user was performing a gastroscopy with the device and gif-lv1. The endoscopic image flashed when the gif-lv1 was shaked. The user replaced the device to another device and completed the procedure. There was no report of patient injury associated with this event.